Event description:
The right half of the evotech ecr reprocessing machine unit has been out of service for two months due to pitting and cracking of the endoscope reprocessing basin. At this time, the company has not made a decision on how to correct the problem. Per reporter response from the manufacturer. "Advanced sterilization products: our engineering investigation team reviewed the issue and came to the following conclusions: a detached piece of the basin coating and coating material is unlikely to enter the endoscope and cause damage, patient injury, or infection. The exposed basin material is compatible with the ortho-phthalaldehyde high-level disinfectant and the multi-enzymatic detergent. The self-disinfection cycle disinfects all the fluid pathways of the evotech through the use of hot water >70 degrees celsius and a cool down-period. In summary the basin defect does not pose an additional risk to normal operation. Asp is currently working to identify the cause related to the issue of basin coating damage and will provide updates as available."